Manufacturer narrative:
MFR director assessment: in 2007, adept has an over three days slow release from the peritoneal cavity. Although several other conditions and treatments may have induced the incident, we cannot rule out a fluid overload of the vascular system. The incident may be possibly related to the use of adept. Additional questions. Volume of i.v. Fluids used during surgery; concomitant medication before event. Cardiac status of patient. Raymond f. Nistor, md biosurgery. Multiple attempts have been made to acquire the additional information from the doctor's office with no return call. The attempts were made on the 17th, 21st, and 30th of may. At this time the complaint will be closed with the current information. If any future information comes available a follow-up report will be submitted.

Event description:
Volume used: surgeon used irrigated once with adept prior to placing the post-instillate of 1 liter. How applied: laparoscopic surgery - the product was warmed to body temperature per IFU, prior to use. Date of occurrence: case last week per md. Other products used: none per md. Details of event: patient had uncomplicated ovarian cystectomy for dermoid cyst. Md used lr for irrigation throughout the case. He then used adept to irrigate 1 time prior to placing the post-instillate of 1 liter. Dr. Stated post procedure patient developed tachycardia and o2 saturations began to drop to 93%. The patient was placed on 4 liters of o2 per nasal cannula. Dr. Stated the pt developed pulmonary edema. Dr. Said she responded to medical therapy of o2 and lasix. The patient was hospitalized for observation overnight.